Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall and lost effective therapy. Diagnostics indicated high impedance on multiple contacts in the t8 lead. X-rays confirmed the t8 lead migrated. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.